Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheter set for analysis. It was noted that the catheter was removed from the guide wire and protective tubing. This confirms that the customer handled the device. Visual analysis did not reveal any obvious separations on the catheter body; however, further analysis revealed that the catheter body showed significant evidence of stretching from the juncture hub to approximately 3.5cm from the distal tip. The customer was contacted to address the discrepancy with the stretching. The customer indicated "once the problema was detected in the patient, they removed the product and when they had it in the office they looked at it. Some separated by themselves when they opened them, and some others when they pulled them little." Therefore, the circumstances surrounding the stretching likely occurred as a result of a pulling force applied by the customer during testing of inventory. The catheter body length measured 169mm , which indicates that the catheter body stretched between 83mm-87mm from the original length (per the catheter product drawing). The catheter body outer diameter (in an area affected by stretching) measured 0.56mm , which is not within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body outer diameter (in the section not affected by stretching) measured 1.04mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. During normal packaging/assembly, the catheter body is placed over the guide wire which is then inserted into protective tubing. An attempt to reinsert the severed catheter body back over the guide wire was performed. The functional section at the distal tip was the only portion of the catheter that was able to pass over the guide wire. None of the stretched section was able to pass over the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire". The indicates that the catheter body became stretched after being removed from the guide wire. The manufacturing and packaging facilities were contacted regarding the observed stretching on the sample. Manufacturing confirmed that they have never seen this type of damage before. They also indicated that the catheter length and outer diameter undergo 100% inspection to verify that they are within specification. Similarly, packaging also indicated that they have never seen this type of damage before. During assembly of the guide wire to the catheter body, it would not be possible for this damage to occur as the catheter body would not be able to pas over the guide wire. A complaint history review for the reported failure mode (catheter separation) over the past 5 years (01-dec-18 thru 01-dec-23) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of 2,015,761 ea sold globally in 40 different countries (94% of sales outside of spain). This indicates that the reported issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified. The customer report of a separated catheter body was not able to be confirmed through complaint investigation. Visual analysis revealed that the catheter body of the returned device was significantly stretched , however, no evidence of a separation was observed. Further communication with the customer revealed that inventory samples of sac-00820-pbx were "pulled" to test for brittleness, which is consistent with the stretching observed on the returned device. No other defects or anomalies were observed on the returned catheter and a device history record review did not reveal any relevant findings to suggest a manufacturing related issue. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.